Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were multiple non-sustained ventricular oversensing episodes that did not appear to be t wave on the implantable cardioverter defibrillator (ICD). The device was intermittently oversensing p waves. Programming changes were discussed to prevent oversensing of p waves. No changes were made and the patient will continue to be monitored. Additional information was not reported.